Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-02174.

Event description:
As reported by our affiliates in (B)(6), it was difficult to track and position the 29mm sapien 3 valve in mitral position by ta approach inside a pre-existing ring. After the valve was in a good position inside the ring, deployment was started, however, on partial inflation, the valve moved on the balloon and embolized into the atrium. It was decided to implant a second valve which was successful. The embolized valve was removed surgically on pod 2. Per additional information, it seems the valve was not centered on the balloon anymore before valve deployment.  Per the latest report, post procedure the patient was in intensive care ¿due probably to the heavy comorbidities before the implantation¿.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-02174. The delivery system, valve (returned in a separate bio kit jar), and atrion inflation device were returned to edwards lifesciences after use in the procedure. No imagery was provided for review. The delivery system was visually inspected. There was a slight curvature of delivery system, likely due to use or return packaging of device. The valve was returned partially deployed and expanded on the outflow side. No other visual abnormalities observed. The delivery system was functionally tested, and the delivery system was able to fully inflate with no abnormalities as returned. No other functional testing was performed, or abnormalities observed.  During dimensional analysis, the outer diameter (od) of the distal and proximal shoulders was measured. All measurements met specification. Due to no available lot number information, device history record (DHR) and lot history review could not be performed. A review of complaint history from august 2018 to july 2019 revealed other returned device complaints for the certitude delivery system (all models, all sizes) for ¿delivery system ¿ valve movement on balloon¿. The complaints were reviewed based on similar reported events and associated root cause / evaluations codes.  No manufacturing non-conformities were identified during the returned device evaluations. Available information suggests that patient and/or procedural factors may have contributed to the similar events. Since no labeling or IFU inadequacies were identified, no corrective or preventative action was required. A review of complaint data revealed that the complaint rate did not exceed the july 2019 control limit for the applicable complaint trend category. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, samples from the lot were tested during product verification. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Instructions for use (IFU) prepping manual, training manual, and supplement to edwards s3 valve-in-valve procedural training manual were reviewed for instruction or guidance on certitude delivery system preparation and use. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for valve movement on balloon was able to be confirmed. Even though no procedural imagery was provided the returned valve was examined and showed a partially deployed configuration. The valve was expanded more on the outflow side indicating that the valve was shifted distally on the balloon. A review of the manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. There was reported difficulty during delivery system tracking and positioning of the valve inside the mitral ring, it is possible that device manipulation during delivery system advancement may have caused the valve to shift and no longer stay in between the balloon shoulders. However, since no imagery about delivery system tracking and positioning was provided, a definitive root cause for the reported valve movement on balloon is unknown. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It should be noted that the thv was deployed in a pre-existing mitral ring. At the time of the event, the edwards sapien 3 valve, certitude delivery system and accessories were indicated in france for use in patients with severe, symptomatic, calcific aortic valve stenosis who are judged by a heart team, to be at intermediate or greater risk for open surgical therapy.  Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.